Manufacturer narrative:
Load cell. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that the scale was not accurate. There was no pt involvement or adverse consequences reported.